Event description:
It was reported that the patient presented for implant of the implantable cardiac monitor. The device exhibited an apparent sensing anomaly after being placed in the patient. Electrograms were not being shown, there were no signals, noise or r-waves, and the programmer screen was blank. A firmware download was performed, and the device was able to successfully display electrograms and sense cardiac signals. There were no further issues. The patient was in stable condition.